Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation outside the patient, the device was leaking from the hub, and air was not able to be flushed from the catheter. A new catheter was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues were found, and the device appears to be in good condition. Microscopic inspection revealed the o-ring was observed detached. The functional test showed the catheter was leak in the hub. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution, and there were no manufacturing deviations that could have contributed to the reported event. Conclusion: this investigation was concluded as cause not established based on the information above. During visual inspection, an imaging core kink was found, indicating that excessive force was applied to the unit during flush because the kink hindered the flow of liquid, which may have caused the o ring to rupture; however, it was not possible to identify the probable cause of the reported event. Furthermore, the opticross process incorporates multiple controls to identify this issue in different subassemblies. Regarding the impact code problem identified before clinical use/exposure according to the event description, the event may have been caused by a possible device malfunction that resulted in the reported device difficult to flush and hub leak. Therefore, cause not established is assigned as the as analyzed cause code to the reported impact code.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation outside the patient, the device was leaking from the hub, and air was not able to be flushed from the catheter. A new catheter was used to complete the procedure. There were no patient complications.